Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-05581, 1627487-2014-05582. It was reported the patient has been experiencing discomfort at the extension and ipg site. It was also reported discomfort at the extension site is greater when stimulation is on. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.